Event description:
Home patient (hp) reports fluid leaking from connection of the quantum extension line to the ultrabag pt connector when pt awoke in the morning post exchange. Hp reports no injury or medical intervention as a result of incident. Hp also states connection was secure at therapy set up.